Event description:
A pt reported experiencing inaccurate high results with a otb original meter. The pt's blood glucose results were 108mg/dl (meter), 168mg/dl (lab). Tests were done within 11-20 mins with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.